Event description:
While treating a pt with the 3100a, the 3100a lost all power twice. The pt was "bagged" at each event until power was restored. The pt was eventually treated with another type of ventilator and was never compromised.